Manufacturer narrative:
Concomitant medical products: product ID: dtba2d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was skin necrosis on the device site. An infection was strongly suspected based on the appearance. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the skin necrosis and suspected infection.